Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had horizontal lines appear slightly on the monitor. As this iabp unit was pumping normally, iabp therapy was continued with this iabp unit with no further issues. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer conducted a startup test for several days, but the problem could not be reproduced. After replacing the display lcd as a precaution, a running test was conducted and no abnormalities were found. The equipment is in good condition. The unit was returned to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0160-00-0127, serial number n/a, with a reported unit failure of screen noise and a horizontal line on the screen. The fat performed a visual inspection and found the part to be in good condition. Tested the part for 30 minutes with no issue found.fat could not replicate the reported issue of the screen noise and horizontal line.sending the display to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.